Manufacturer narrative:
The reason for this revision surgery was identified as a fracture of the posterior stabilized post after 11 years, four months in-vivo. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to this event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 10th complaint for this product. The root cause for the fracture cannot be determined with confidence. Factors that can contribute to the tibial insert post failure include: trauma, implant position (tibial slope), repeated high flexure or significant loads, and torques on the knee system over extended periods can sometimes result in these failures. There was no evidence reviewed that suggested a design or manufacturing problem contributed to the failure. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to a failed tibial insert of the right knee; the post broke on the size 8x11 posterior stabilized tibial insert. The surgeon removed the old insert and replaced it with the same size insert.